Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the cassette was not properly to the transfer set, which separated and wet the home patient's (hp) bed. The event occurred during the initial drain on the home choice (hc). The technical service representative assisted the registered nurse (rn) in ending therapy so that new supplies could be used. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.